Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a varipulse¿ bi-directional catheter and smartablate tubing and the patient experienced cerebrovascular accident/stroke. The trupulse¿ generator displayed a bubble error while connected to the varipulse¿ catheter. The fluid in the irrigation tubing became discolored. The staff tried to clear the bubble error and noticed the irrigation tubing from the ngen¿ pump which is going to the patient had 6 inches of tubing that had a translucent like fluid when normally the coloration should be clear. The staff tried to clear the error on the trupulse¿ generator by flash flushing the pump without resolution. The trupulse¿ generator continued to display the bubble error. The tubing was replaced and the error cleared which resolved the issue and the procedure proceeded. The patient woke up with vision issues. Neurology was consulted. A CT scan was performed and the result was negative. An MRI was performed and the radiologist diagnosed the patient with micro spots. Patient did not require intervention. The patient was stable and issues were resolved. The patient¿s outcome has improved; however, symptoms have not fully resolved. The activated clotting time was 331 at the beginning of the case, 394 at transseptal and never below 350 for the entirety of ablation. There was one sheath exchange when vizigo was upsized for amulet procedure. There were 31 pulse field ablation applications within the pulmonary veins (roof = 3, left superior = 5, left carina = 3, left inferior = 6, right superior = 5, right carina = 3, right inferior = 6). Physician¿s opinion on the cause of the adverse event is that it was caused by the tubing.